Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At one week post implant device check on (B)(6) 2020, suspected rv lead partial dislodgement with increased threshold, decreased sensing, decline in impedance. Chest xray on (B)(6) 2020 revealed stable appearance of device and lead. On (B)(6) 2020, patient received inappropriate shock due to rv lead noise. On (B)(6) 2020, device check revealed no capture at max output and noise with coughing, patient had tachy therapies disabled. On (B)(6) 2020, rv lead revision performed with repositioning of rv lead. Lead remain implanted.